Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's physician revealed that the sleep apnea is unrelated to vns.

Event description:
The patient is currently being treated with CPAP.

Event description:
It was initially reported in clinic notes that the patient had obstructive sleep apnea. The relationship to vns was not provided. There is good compliance with treatment, good tolerance of treatment and fair symptom control of the apnea. Good faith attempts for additional information have been unsuccessful to date.